Manufacturer narrative:
Additional information has been requested. G1, h4: synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Screw was noted to be backing out of the plate. Follow up x-ray showed screw and locking screw were backing out. Removed screw that was backing out and replaced with a wider diameter screw and locking screw. This is the second of two reports submitted on this event.